Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed after the patella dislodged from the knee.

Manufacturer narrative:
Evaluation - the associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the 3 pegs are damaged. Cement is still attached to the device. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the returned component has cement well bonded to the backside of the patella component/bone interface. The patella component has burnishing/deformation on the articulating surface that potentially occurred from femoral articulation. The pegs on the patella component have deformation that potentially occurred after loosening. The cause for the de-bonding of the cement/bone interface could not be determined from this investigation or the available information. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).